Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 4/28/2016 medical records received. Medical records reviewed for MDR reportability. Primary surgical report noted 600ml estimated blood loss and revision surgical report, dated 8/6/2015 and updated, noted metal staining of the tissue. Adaptor sleeve and stem added for allegation of elevated metal ions without lab results. The complaint was updated on: may 23, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, swelling, and elevated metal ion levels. Ppd also received providing part/lot information.